Manufacturer narrative:
(B)(4). Evaluation of the patient ecogs and lead impedance. The review of the patient data was consistent with a potential lead break

Event description:
On (B)(6) 2025 evidence was noted of signal artifact on the left mesial temporal depth lead, longitudinal, secured with dog bone with lead protection. Signal artifact is indicative of a lead break. The lead was explanted on (B)(6) 2026.